Event description:
It was reported that device would not clear data and had been showing the same histogram, pacing percentage and battery impedance for the past year. A review of the product performance device information indicated a possible stuck reed switch as the device had not recorded a new session since (B)(6) 2010. It was also noted that the device battery was depleting at about twice the expected rate because telemetry has been active since 2010. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. The data storage showed that the last good pacing threshold search was on (B)(6) 2011. (B)(4).